Manufacturer narrative:
Further information was requested but not received yet

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 was updated to include patient condition.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance. No intervention was reported. The patient condition was unknown.